Event description:
It was reported that patient's system controller sounded muted and off key. Self-test audible alarm was different and muted than usual. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a soft audio notifier when alarming was unable to be confirmed. No log files were submitted, nor did the system controller, serial number: (B)(6), return analysis. Provided information stated that the self-test audible alarm was muted, and that the system controller was exchanged. Multiple good faith effort (gfe) attempts were sent inquiring if any equipment would return for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined during this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.